Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for evaluation, though a companion sample from the same lot was returned. This device was visually and functionally tested, with the pressure testing confirming the reported condition of a leaking set. This was determined to be a manufacturing issue. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one blood administration set leaked. There was no patient involvement associated with this report. No additional information is available.